Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis and subarachnoid hemorrhage had an inferior vena cava (ivc) filter deployed in the infrarenal ivc. Approximately eleven months post filter deployment, during scheduled filter retrieval, multiple attempts were made with a retrieval cone and snare device; however, the hook of the filter was unable to be captured. Venogram demonstrated the filter to be tilted with the hook embedded into the posterior wall of the ivc. The decision was made to conclude the procedure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter and retrieval difficulties. Per the medical records, the filter was tilted. The tilted filter most likely contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Precautions: remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and possible intercranial hemorrhage. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The filter was removed after an unsuccessful retrieval attempt. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and possible intercranial hemorrhage. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The filter was removed after an unsuccessful retrieval attempt. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months of post deployment, inferior vena cava venogram was performed and the inferior vena cava filter was slightly tilted to the left with the tip just below the level of left renal vein. The filter hook appeared to be embedded in the posterior wall of the inferior vena cava. A bard recovery cone was advanced down the sheath. Despite multiple attempts, the recovery cone couldn¿t engage the hook of the filter. The cone was removed. A snare was then advanced down the sheath. Multiple attempts were performed, and the recovery cone couldn¿t engage the hook of the filter. The recovery cone was removed. A snare was then advanced down the sheath. Multiple attempts to snare the hook of the filter were unsuccessful. Venogram showed the hook of the inferior vena cava filter appeared to be embedded in the left posterior wall of the inferior vena cava just below the renal veins. Attempts to engage the hook with the snare were again unsuccessful. At this point, decision was made to terminate the procedure as the hook of the inferior vena cava filter appeared to be embedded within left posterior wall of the inferior vena cava. No immediate post procedure complications were noted. Around, one year and one month later, inferior vena cava filter removal was attempted. Right internal jugular vein was accessed and a 5f french catheter was positioned just above the iliac vein bifurcation, below the filter, and digital subtraction angiography imaging was performed. The flush was exchanged for the tulip filter recovery sheath and snare. The filter was unable to be scared as the hook was embedded in the caval wall. The sheath was exchanged for a 16f sheath and endobronchial forceps were used to grasp the filter apex and remove the filter intact. A final digital subtraction angiography run was performed. No complications were encountered. Filter specimen demonstrated no fractured fragments, 6 inner and 6 outer spars were noted intact. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and recovery cone but were unsuccessful due to filter tilt, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: -remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt; filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.